Manufacturer narrative:
Add'l lot: es6bl4. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Out of tolerance condition on the true position of pin hole assembly in the stem.